Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 8/6/2024, it was reported by a sales representative via email that an ar-1588rt acl tightrope rt lengthened and the graft came back out into the joint. After passing the button through the femoral tunnel and confirming it had flipped, the surgeon tensioned the graft into the femoral socket until it reached a mark indicating that 20mm of the graft was in the tunnel. Upon pulling on the tibial sutures, the tightrope lengthened, and the graft came back out into the joint. The surgeon tried tensioning again and it didn't hold tension the second time either. The surgeon left the tightrope in place and used a tenodesis screw to fixate the femoral side at the desired position to complete the case. This added about a 10-minute delay to the procedure. No harm was done to the patient. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.